Event description:
The person who set up the pt's enteral feeding did not insert any part of the administration set tubing into a pump. The administration set was connected to the pt. The person opened the roller clamp resulting in the pt receiving a bolus delivery of enteral feeding solution. The event resulted in the pt having a seizure. The pt was sent to the hosp, and was still in the hosp at the time the report was originally received by the MFR. No other details were provided. One pt involved.